Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized due to low blood glucose. The customer's blood glucose was 46 mg/dl at the time of the incident. The customer's blood glucose was 147 mg/dl at the time of call. The customer stated that her blood glucose was 347 mg/dl and treated with the bolus wizard prior to the low blood glucose. The customer stated that they treated her low blood glucose with glucagon shot. The customer stated that she was driving erratically and was not responsive prior to the event. The time of the hospitalization was 6:20pm and the date of the hospitalization was (B)(6) 2015. The customer stated that the cause of the low blood glucose was the secondary part of the square bolus. The insulin pump will not be returned for analysis.